Event description:
Allegedly patient was revised due to the following complications: persistent pain; dark stained joint fluid; fretting at the neck junction; synovial tissue; discoloration at left hip- left.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01136, -01137.